Event description:
On (B)(6) 2026, the patient reported that after changing a pod the prior evening, the controller began displaying persistently elevated glucose readings in the early morning hours, including values of 22 mmol/l (396 mg/dl) and 26.2 mmol/l (472 mg/dl). The controller then stopped providing glucose values and repeatedly displayed temporary sensor problems and sensor-replacement messages. The patient changed the pod twice and replaced the sensor, but the issues continued. Believing the elevated readings displayed on the controller were accurate, the patient administered multiple correction boluses and became unwell about 30 minutes later with symptoms consistent with hypoglycemia. Approximately six and a half hours later, the patient¿s spouse contacted paramedics due to worsening condition by feeling very cold, sick, tired, and sweating profusely. Paramedics documented a capillary glucose of 2.9 mmol/l (52 mg/dl) and provided glucose gel, tablets, and food until levels increased to 4 mmol/l (72 mg/dl) and then 5 mmol/l (90 mg/dl). The patient was advised to attend the local diabetes center. At the hospital, the pod and sensors remained in place. No additional treatment was required, and the patient was provided a blood glucose meter, glucose and ketone test strips, and rapid-acting insulin. The patient was not admitted. The patient reported that sensor readings throughout the event were inaccurate. Abbott was notified of the event on 20 march 2026.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the reported paramedic and hospital visits and hypoglycemia. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: ls2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.